Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and button error on the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with manual injections. The customer stated that he was asleep when the pump alarmed button error. The customer was not able to clear the alarm because the buttons did not work. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Button error alarm and no act and down button response due to corroded keypad traces. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.